Manufacturer narrative:
The reported event of erroneous audible noise (clicking noise) was not confirmed. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the physician heard a clicking sound when extending the lead. The lead was not used and replaced with a new lead. The patient was stable before, and after the procedure.